Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken bezel & ail cannot be determined, no issue with bezel assy. Unable duplicated broken bezel assy. Replaced ail sensor assy was broken diode(op1)cause channel error 242.4030. Replaced rear case housing assy was damaged bottom right side,door assy damaged lower hinge,latch sear was bent and iui connector assy corrosion. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/26/2013 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken bezel and ail. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had a broken bezel and ail. There was no patient involvement.